Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that during an unk procedure, the device didn't form well after firing sixteen staples. There were no adverse consequences to the pt.